Manufacturer narrative:
(B)(4). Batch # unk. Additonal information: according to the information received, the reported event for the reload was damaged cartridge. This is an analysis for two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos shows a black reload with the sled appears to be missing. Based on the pictures provided the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that the reload apparently did not come with the staple pusher, and therefore did not do the stapling. It was necessary to discard and use another reload. No patient consequences reported. No further information is available.